Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel® dxl 800 access® immunoassay system. Two patients when tested for accutni gave results of 0.65ng/ml and 0.67ng/ml. The samples were repeated on a different instrument and the results were 0.34 and 0.44ng/ml respectively. Customer obtained elevated accutni results for several other patients, but they were all within the risk stratification range. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in plastic bd lithium heparin tubes with gel and centrifuged at 3000 rpm for 15 minutes. Qc resulted within specifications prior to the event. System check performed after the event passed. Calibration failed a day after the event. A field service engineer (fse) was on-site 08/19/2009: (a) fse replaced peri-pump tubing and cleaned reagent probes (b) fse then primed the system, ran system check and performed calibration which passed. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.